Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the findings did not replicate or confirm the customer reported event. Fa could not replicate nor confirm the reported frayed cable complaint. Visual inspections of internal and external were performed and there was no evidence of frayed cable. Additional unrelated observation(s) not reported by site: the instrument was found with cable crimp from wrist control cable at the grip hub dislodged, causing the grip tips not to open and close properly. The grip cable was not broken. A visual inspection of the backend found no evidence of a cracked input disk, or input shaft that would have caused the dislodged grip crimp. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The instrument was found to have a broken bipolar yaw pulley near the grip. Broken piece was missing as a result of breakage. Size of missing piece measures approximately 0.57mm x 1.91mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley that are explained with the other observation found on the instrument. The probable root cause for the reported frayed cable could not be determined based on failure analysis results. The probable root cause for the broken yaw pulley was attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.